Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the customer receiver a battery out limit alarm. Customer's blood glucose level at the time over 600mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specifications. No low battery alarms noted during testing. The buttons had intermittent responds due to corroded keypad traces. No display ramping on its own anomaly noted during testing. The following cosmetic damage was noted: broken reservoir tube lip, cracked case display window corner, and cracked battery tube threads.